Event description:
During the implantation procedure the lead could not be positioned. A fracture was observed and the lead is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt the lead was found torn distal to the ring electrode. A proximal lead fragment was received for analysis. A distal lead fragment including the lead tip was not returned. The performance of the lead fragment was scrutinized, including a visual inspection and an analysis of the provided fluoroscopic images. The inner conductor cable was found stretched additional 56 cm and torn from the lead tip. It could be an indication of overtorque during implantation when screwing the helix into the tissue leading to a required retraction of the helix with potentially too high applied tensile forces. Based on the damage symptoms, it is reasonable to assume that these forces applied during the procedure contributed to this observation. Removing the lead tip from both the insulation and the inner conductor coil requires the presence of severe mechanical stress. The analysis of the provided fluoroscopic images showed the distal lead region during the attempted implantation procedure. In the images, the helix was found extended, deformed and partly straightened. Additionally it was noted that the lead body including the ring electrode was removed from the lead tip and the inner conductor coil was found elongated. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.